Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh (lithium heparin) plus blood collection tube produced erroneous results during use due to a "problem with sampling in dialysis". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "the disturbances of the analyses also continue with the gel-free tubes. The biologist tells me today that he has visited the dialysis department. He seems to have a problem with sampling in dialysis. He must contact again on monday."

Event description:
It was reported that the bd vacutainer® lh (lithium heparin) plus blood collection tube produced erroneous results during use due to a "problem with sampling in dialysis". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "the disturbances of the analyses also continue with the gel-free tubes. The biologist tells me today that he has visited the dialysis department. He seems to have a problem with sampling in dialysis. He must contact again on monday."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer has responded to our inquiry regarding the nature of the collection regarding these dialysis samples referred to in this complaint. They have acknowledged that the specimens collected in closer proximity to the dialysis instrumentation are more problematic in terms of sample quality than the ones collected closer to the patient. Unfortunately, due to the nature of these specimens and the amount of anticoagulant and dialysate present-the specimen quality can be marginal even under the most careful of collection processes. In addition, the trauma to the patient for any additional phlebotomy, is not desirable although a ¿clean specimen¿ is the ultimate goal. Adhering to the recommended specimen handling and processing steps in our instructions for use will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.